Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed for reported allegations and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed self test and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review pump error 63 alarm confirmed in (adapt) and history download on 07/18/2023 at 18:34:41. File number = 2005 and line number = 9926. In addition pump error 4 was recorded in adapt on 07/18/2023 at 18:34:41. Per software engineer log, as per detailed traces, pump error 63 was generated due to the rf chip error. Pump error 4 was the consequence of pe63. Suspecting the hw. However, no alarms were recorded in adapt that confirm complaint call date. Traces do not cover time frame of the incident since e63 happened on 07/18/2023 at 18:34:41 hour and event date noted being may 27, 2024. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Moisture damage was noted on gold flex connectors jp1 and force sensor connector. Components j6 and j7 on pcba1 were found corroded during deconstructive analysis. Unit also received with pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case and cracked case on battery side. In conclusion, the customers concern for a pump error was not confirmed when adapt tool reveled no alarms on complaint event date. However, pump error 63 was generated due to the rf chip error. Pump error 4 was the consequence of pe63. Suspecting the hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.